Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/26/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6, additional h3 investigation summary: one opened foil packet, a paper lid and a winding former with an dispensed suture product code j433 were returned for analysis. Upon visual analysis of the returned sample revealed that clip off defect was observed in the sample due to the extreme suture was noted to be severely cut. As per returned conditions of the sample no functional test was performed, and the needle was not returned for visual inspection. The clip off defect has been correlated to the manufacturing process. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the clip off was identified during the investigation of the sample received. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that a labeled winding a detached needle and a suture piece of product code j433 could be observed, however, the assignable cause of the reported condition cannot be determined in the picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a lip trauma procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle had happened in debridement and suture of lip trauma surgery at the first stitch. Another like device was used to complete the surgery. No adverse patient consequences were reported. No additional information was provided.